Manufacturer narrative:
At this time the manufacturer has no additional event information or information regarding the device location, cause of the event, impact to the patient etc. If additional information is received the manufacturer will perform investigations accordingly. Device disposition presently unknown.

Event description:
On (B)(6) 2019 a patient was intended to recieve a annuloflex af-828 mechanical mitral repair ring. The manufacturer was notified that the device was implanted and explanted on the same day. No further information was received.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer has made several attempts to follow-up for further information but no further information has been received. At this time because the device disposition is unknown no further investigations beyond the review of the device history records are possible. The device history record review showed the device satisfied all material, visual and performance standards required at the time of manufacture and release, however, because no further investigations are possible the root cause of the reported event cannot be determined at this time. If further information is received the manufacturer will reassess the investigation at that time. Fields changed: b4, g4, g7, h2, h6.